Event description:
Boston scientific received information that this device exhibited a high out of range shock impedance measurement via the daily measurement log. The data was sent for a technical analysis at which time it was recommended that programming be assessed to ensure proper settings for the type of lead being used with this device. It was at that time the programming was updated and no further anomalies have been reported. The lead manufacture is unknown and to date, no adverse effects were reported. At this time, the device remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.